Event description:
Info was received that this left ventricular (lv) lead exhibited high pacing threshold and the pt also had some diaphragmatic stimulation. The physician performed a surgical intervention and this lv lead was surgically abandoned. A new lead was then successfully implanted. No adverse pt effects were reported.